Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00002227 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and suffered a cardiac tamponade (CT). It was reported that during an atrial fibrillation case, a cardiac tamponade (CT) was noticed in the patient. The physician stated, "it didn't feel right." It was reported that contrast dye was shot through the vizigo sheath, and the contrast dye went into the pericardial space of the patient. The patient was administered protamine to reverse the heparin. The biosence webster inc (bwi) representative reported that no other medical intervention was provided to the patient. The patient was reported to be in stable condition. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was procedure and patient condition related. The intervention provided was that protamine was given and sheath was removed from body. The patient fully recovered (no residual effects). Patient was only kept for observation and there is no indication that this was considered an extended hospitalization. Transseptal puncture was performed with bayless, versacross® needle. Prior to noting the CT, ablation was not performed. There was no evidence of steam pop. The event occurred during transseptal phase. Correct catheter settings were selected on the generator. No ablation occurred so the pump was not engaged. There were no error messages observed on biosense webster equipment during the procedure. Force visualization features were dashboard and vector. Since it was reported that the cardiac tamponade occurred during the transseptal phase and ablation was not performed, this event is being conservatively reported under the vizigo¿ sheath. Additional information stated that transseptal was preformed using a versacross®wire and through a vizigo¿ sheath. Since cardiac tamponade may be life threatening it is MDR reportable. It was also reported that there was noise displayed on all intracardiac and body surface signals, on the carto 3 and recording system. The cable was replaced without resolution. The smarttouch sf catheter was replaced, and the issue resolved. The procedure continued. Additionally, it was reported that the physician did have another intact ECG signal available to monitor patient heart rhythm - anesthesia and defibrillator both still worked. During the signal interference, the affected catheter was not inside the patient¿s body. It was also reported that the smarttouch sf catheter could not physically connect to the cable. The cable was replaced without resolution. The smarttouch sf catheter was replaced, and the issue resolved. The procedure continued. The bad/partial ECG issue is not MDR reportable. The risk to the patient is low. The connector issue is not MDR reportable. The most likely consequence is an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).